Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple empty cartridge alarms occurred. Reportedly, the cartridge had been fully loaded. Reportedly, the customer was unable to clear the alarms and continued to use the pump for insulin therapy. Customer¿s blood glucose value was 500 mg/dl and experienced moderate to high ketones.